Event description:
It was reported that the lead alert triggered, and the lead exhibited high impedances. Insulation failure was also seen. The lead was cut, capped, and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
The lead was returned and analyzed. Analysis found the distal conductor was fractured/flexed. Blood was noted on the distal, proximal and defib conductors. Blood ingression was noted on the overlay tubing. The inner and outer insulation and overlay tubing were breach cut. The defib conductor was kinked/buckled and overstress was noted. A cosmetic depression was noted on the outer insulation and environmental stress cracking was noted on the overlay tubing.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.